Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h10.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the casing for the cardiosave intra-aortic balloon pump (iabp) was damaged near rear handle. The stm reported that the unit has been dropped, and the damage of the case caused a laceration in the pressure line for the scroll compressor. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue, reported that the unit has been dropped and the outer case got damaged. The damaged on the case caused the laceration of the pressure line for the scroll compressor. After the replacement of all damaged components in the unit, repair was completed. The preventive maintenance was completed. Unit passed full functional checks, calibrations, and electrical safety tests to factory specifications. The iabp was cleared for clinical use and returned to customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the casing for the cardiosave intra-aortic balloon pump (iabp) was damaged near rear handle. The stm reported that the unit has been dropped, and the damage of the case caused a laceration in the pressure line for the scroll compressor. There was no patient involvement, and no adverse event reported.